Manufacturer narrative:
(B)(4). Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted date returned to manufacturer therapy date unknown reporter phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 08.812.012s lot. L188603. Manufacturing location: (B)(4). Manufacturing date: 05.dec.2016 no ncrs were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a routine t-lif procedure at the l3-l4 level, at the point of implant insertion ¿ t-pal small, size 12mm - an implant breakage occurred. Preparation of the implantation site was conducted by the surgeon - along the standard and regular technique guidelines. Disc material removal was performed by the surgeon and connective tissue was removed all the way to the endplates with the scraping instruments in the set. Implant size was determined by the surgeon in his regular fashion, and when size 11mm reamer produced a sub optimal fit, as determined by surgeon¿s tactile feedback, a size 12mm implant was selected for implantation. Upon, implantation, when the implant breakage was determined, the implant was removed and a size 11mm implant was inserted instead, with radiographic result. There was a 5 minutes delay to surgery time. Surgeon stated that there was no adverse effect and no potential for future adverse effect. Patient outcome was deemed excellent. Two small, 10x3mm fragments were generated but only one was found (and discarded during surgery) the other was not found on the surgical field, or the patient¿s body. The surgeon indicated that to the best of his judgment, this missing fragment, even if it were in the disc space (where another t-pal was promptly implanted) has no significance, clinical or otherwise. As mentioned, removal of the broken implant was easy and did not require any other instruments.no medical intervention was required. Post-op was normal, usual and satisfactory. Patient was discharged as usual. This complaint involves one part. Concomitant parts reported: 1x unknown size 11mm reamer, part unk, lot unk this report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation has been completed. The returned t-pal peek cage is broken. One piece that is broken out is missing and was not returned. The little teeth on the cranial and caudal side of the implant are mostly intact and show slight signs of wear. The octagonal part where the applicator can be attached to the implant is in a technically accurate condition and shows no signs of wear and tear. On the basis of the complaint description it is not feasible to make a clear statement about this complaint. As described the breakage was determined upon implantation, but as there is no additional information how the implantation was done only assumption can be made how this complaint happened. No product fault could be detected. Corrected data: (B)(4). Expiration date unknown (10) l188603. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.